Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient¿s mother state around 1:00am, the patient had a hypoglycemic seizure. It was indicated that prior to the seizure, the dexcom was not displaying values and the patient was unaware that their blood sugar was low. The patient¿s blood glucose was checked, and the meter read 41mg/dl. The paramedics were called and when they arrived, they treated the patient intravenous (IV) therapy. The patient was transported to the hospital and was given zofran. The patient was also given phenergan to upon discharge from the hospital. At the time of contact, the patient was doing good. No additional patient or event information is available.